Manufacturer narrative:
(B)(4). Date sent: 11/11/"209". Upon review it was identified that this is a duplicate report. All reported information for this event was reported under 3008766073-2019-00388.

Manufacturer narrative:
(B)(4). Date sent: 11/04/2019. Additional information received: patient stated that she is doing really well since removal.

Manufacturer narrative:
(B)(4). Only event year known: 2019. The lot was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was requested, and the following was obtained: on what date did the implant take place? On what date did the explant take place? What is the product code for the linx device that was removed? What is the lot number of the linx device? Did the patient have an autoimmune disease? Is the patient currently taking steroids / immunization drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? How severe was the dysphagia/odynophagia before intervention? Were there any intra-operative complications during implant? Was there any hiatal or crural repair done at the same time as the implant? Were there any other contributing factors that led to the removal of the device other than the reported dysphagia? What was the reason for removal of the linx device? Was the device found in the correct position/geometry at the time of removal? Response: I do not have the product information. Yes, a hernia was repaired at the time of implant. The linx was removed because. I had already had 2 additional procedures to attempt to resolve the situation. I had already gotten pneumonia, missed considerable work, and was still having difficulty swallowing. I did not have additional problems aside from gerd. I did take steroids after the procedure, but was not on them beforehand. According to dr. Eggl, there were no complications during the implant and it was in the correct position at extraction.

Event description:
It was reported, linx was implanted. After implantation patient was still having issues with gerd. "They thought that it malfunctioned". The patient also indicated that she was also having problems swallowing and acid reflux. She had two edd's performed on her to attempt to alleviate the symptoms. Patient developed a case of pneumonia during this time. The device was removed, and the surgeon performed a nissen fundoplication. Patient was told by her physician that the linx device was sent to ethicon for analysis but not have a complaint number. The physician believed that the device had malfunctioned. Patient indicated that she would contact her doctor for that information. She stated that her doctor was waiting on the results of the analysis. Patient stated that she had the linx device implanted on (B)(6) 2018. The device was explanted on (B)(6) 2019 and the entire device was removed and not replaced. Her symptoms have improved since the removal. She can now swallow.